Event description:
Breast augmentation in 2010 with mentor smooth round high profile saline implants under the muscle. Became debilitated in 2012 with chronic pain in bones (arms, legs, and hands), nausea, migraines, mal-petite seizures, brain fog, weakness, hair loss, anxiety, insomnia, chronic fatigue, numbness, vertigo, chronic inflammation, etc. I have not been able to work due to how debilitating my symptoms are. Finally explanted- explant with capsulectomy on (B)(6) 2019 and I am already 90% better. The implants were indeed causing all of my symptoms and now I know it's true. FDA safety report ID# (B)(4).